Event description:
It was reported that the device got separated when taken out. The 50% stenosed target lesion was located in the mildly tortuous and none calcified renal artery. A 105/20 renegade hi-flo was selected for use. During preparation, the box was opened and the device was attempted to be pulled out by opening the vinyl. It was noted that it felt like the loop (protective tube) and the device were adhered to each other. The device ultimately separated when taken out of the package and was not used. The procedure was successfully completed using another of the same device. There was no effect to the patient.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The device was partially in the shipping tube when returned. The device showed damage in the form of stretching and a fracture located 6.5cm from the hub. The shipping hoop was hydrated, and the device was removed. The device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for shaft stretching and fractures.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device got separated when taken out. The 50% stenosed target lesion was located in the mildly tortuous and none calcified renal artery. A 105/20 renegade hi-flo was selected for use. During preparation, the box was opened and the device was attempted to be pulled out by opening the vinyl. It was noted that it felt like the loop (protective tube) and the device were adhered to each other. The device ultimately separated when taken out of the package and was not used. The procedure was successfully completed using another of the same device. There was no effect to the patient.